Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure, the hook at the distal end of the hf electrode broke off and fell inside the patient. No further information was provided but there was no report about an adverse event or patient injury.

Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy procedure, the hook at the distal end of the hf electrode broke off and fell inside the patient. A computer tomography (CT) and an x-ray examination were performed but no fragments were found inside the patient. The procedure was successfully completed with another hf electrode and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2018-08-30). The investigation confirmed that the hook at the distal end of the hf resection electrode broke off at the 90 degree bend leaving a rough and layered fracture surface, which indicates metal fatigue due to repeated applied loads. Also, the insulation material at the distal end has melted exposing the inner metal surface, possibly resulting from unintended contact with another hf instrument. Furthermore, a fragment has broken out of the gray protective tube. The cause for this damage is the application of excessive force like impact, fall, shock or similar stress. Thus, this event/incident was attributed to wear and tear in combination with use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.